Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis, with a blood glucose of 599 mg/dl. The mother stated that the customer experienced nausea and vomiting. Troubleshooting was performed, and the insulin pump was programmed correctly. However, the caller stated that the bolus history and daily totals did not add up correctly. The mother was advised that everything appears normal, but she did not agree. The mother stated that she has tried a different insulin pump on the customer, and had problems with the history and daily totals on that one also. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge